Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline breast implant, catalog # 3501645, lot # 146327. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant and bilateral breast ptosis. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline implants, catalog # 3502350, s/ns (B)(4) (l) and (B)(4) (r). On (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-05656 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 55 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant and bilateral breast ptosis. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline implants, catalog # 3502350, s/ns (B)(4) (l) and (B)(4) (r). On (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-05656 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).